Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during an unknown phase of their treatment. Prior to discovery of the fluid leak, there was an ¿m31 air detected in cassette¿ alarm. After failing to bypass the alarm, the patient cancelled the treatment. When they opened the cycler door to remove the cassette, the patient observed fluid leaking from the cassette compartment. The patient stated there were no visible pinholes or tears found on the cassette. The patient contacted ts the following day due to an unrelated cycler alarm that occurred during treatment setup. After informing the ts representative of the fluid intrusion, the patient was advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient did not complete their treatment on the date of the fluid leak. There were no adverse consequences due to the incomplete treatment. The patient completed treatment the following day by performing manual pd therapy. Upon follow-up, it was confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Additional details were obtained through the patient¿s peritoneal dialysis registered nurse (pdrn). As a precaution, the patient was prescribed prophylactic antibiotics. Per the pdrn, the patient received a one-time, 1g dose of vancomycin, administered intraperitoneal (ip) through a solution bag. The pdrn confirmed the patient did not develop any signs or symptoms of peritonitis. The patient confirmed receiving their replacement cycler. At the time of follow-up, they were continuing pd therapy on the replacement with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded.